Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pd nurse (pdrn) reported the patient did not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The pdrn reported the patient could not pinpoint where the solution was coming from, they just know once the cassette door is open there's moisture in the door and on the modules. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during treatment with no alarms prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and performed continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient contact confirmed that the patient has received the replacement cycler but has not used it yet. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pd nurse (pdrn) reported the patient did not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The pdrn reported the patient could not pinpoint where the solution was coming from, they just know once the cassette door is open there's moisture in the door and on the modules. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during treatment with no alarms prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and performed continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient contact confirmed that the patient has received the replacement cycler but has not used it yet. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pd nurse (pdrn) reported the patient did not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The pdrn reported the patient could not pinpoint where the solution was coming from, they just know once the cassette door is open there's moisture in the door and on the modules. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during treatment with no alarms prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and performed continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient contact confirmed that the patient has received the replacement cycler but has not used it yet. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.